Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 324 mg/dl and a high ketones level. It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer administered a manual injection of insulin to address the elevated bg. The customer was treated with intravenous fluids of saline, insulin and potassium to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and kidney failure. Reportedly, customer continued to use pump for insulin therapy.